Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00598.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheter (3maxc) and a penumbra system 3max separator (3maxs). During the procedure, the physician placed a non-penumbra shuttle guiding sheath in the internal carotid artery (ica). The physician then advanced the 3maxc into a penumbra system ace 68 reperfusion catheter (ace68) outside the patient¿s body. After advancing a non-penumbra guidewire into the patient¿s body through the 3maxc, it was confirmed that the torque was not transmitted well with the guidewire. Therefore, the physician switched to a new guidewire; however, the same issue was observed. It was also reported that the 3maxs would not advance through the 3maxc; therefore, the 3maxs and 3maxc were removed. The procedure was completed using a new 3maxc, the same guidewire and ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there were slight ovalizations on the returned 3maxc approximately 106.0 cm from the hub. A 0.014¿ guide wire and 3maxs were advanced through the returned 3maxc and out of its distal tip without issue. Conclusion: evaluation of the returned 3maxc revealed a functional device. The returned device had slight ovalizations on its distal shaft. During functional testing, a 0.014¿ guidewire and 3maxs were able to advance through without issue. Further evaluation revealed small ovalizations on the 3maxc mid-shaft. These may have been caused by improper handling during preparation and were likely incidental to the reported failure. The root cause of the inability to advance a 3maxs through the 3maxc could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.